Event description:
Piece of the screw were found in the tibial tunnel when surgeon went back to view the repair. The pieces were large enough to see the threads. It was confirmed that the broken pieces were not removed from the tibialtunnel. The surgeon felt comfortable leaving the pieces because a "blood clot would be in the tibial tunnel as soon as the case was over". The pieces were within the tunnel andnot near thesurfaces. Further questionnaire confirmed that the site was tapped prior to attempted insertion intothe 10mm tunnel. The distal portion of the screw shattered within the tunnel. The surgeon did feel there was good seating between the driver and screw. There was no complications or added surgery time. Sales rep. Confirmed that adequate fixation was achieved with the remaining portion of the screw therefore an additional screw was not required.